Event description:
The valve would not reprogram after implantation and needed to be explanted. Unspecified damage to the valve was noted following explantation and the surgeon suspects the damage may have caused the programming failure.